Event description:
It was reported the patient experienced weakness in their left leg approximately four days post-revision procedure (reported in MFR# 3006630150-2023-01534). The physician assessed the presence of radiculopathy at the level l5 vertebrae and leg weakness. The patient underwent an explant procedure where the lead was removed. The reported weakness had been largely resolved, with some postoperative discomfort that the physician noted would resolve with time. Physical analysis of the device could not be completed in our laboratory, as it was discarded by the facility.